Event description:
Event was reported to caldera medical by an attorney. The pt abnormal vaginal bleeding, urinary retention, frequent infections, chronic pain and suffering, and other injuries as they become apparent. No further info has been provided.